Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months the event occurred at (B)(6). The patient remains ongoing on lvad support with the device and a non-grounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that after over 4 years of support, pump stoppages occurred, showing driveline disconnect on the system controller after being connected to the white connector of the power module patient cable. There were failed attempts to start the pump on the system monitor; however, there was a quick moment when the pump flow returned on its own for about five seconds before alarming again. The patient was lying in a left lateral position the entire time, and complained of a short moment of chest discomfort during the alarm. The alarm resolved when the system controller was connected to either batteries or a non-grounded patient cable. The healthcare professionals did not observe any external driveline trauma upon examination; however, a bend in the driveline was noted while the patient was lying in a left lateral position. It was noted that the patient had gained about 8kg from fluid overload and was almost back to their usual weight. The system controller log file reviewed by the manufacturer¿s technical services representative revealed 2 pump stoppages that only appeared to be occurring while the system controller was connected to the power module. The submitted x-rays noted areas of concern of damage to the shielding. The patient decided against an external percutaneous lead (driveline) replacement, and was issued a non-grounded patient cable for use with the power module. No additional information was provided.

Manufacturer narrative:
Analysis of the log file provided by the account confirmed the report of pump stoppage events and associated alarms. Although a specific cause for these events could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by the power module could be indicative of driveline damage. The submitted log file captured pump stoppage events on (B)(6) 2018 while the patient was supported by the power module. The pump appeared to function as intended before and after the pump motor stoppages. It was reported that the patient decided against repairing the driveline. The patient remains ongoing on lvad support with an ungrounded patient cable for use with the power module, and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.